Event description:
It was reported that the patient had been having symptoms since implant, and the patient¿s dose had to be lowered from 199mcg/day to 12.5mcg/day while she was in the hospital. On (B)(6) 2014, the concentration was decreased from 500mcg/ml to 250mcg/ml, and left in minimum rate mode. It was noted that the patient did not do well at the higher amount; they had increased sleepiness and were lethargic. On the date of the report, the patient was hospitalized for a day procedure where they were removing the 500 concentration that was left in the system by aspirating through the catheter access port (cap), and the pump was primed with 250mcg/ml. On (B)(6) 2014, the patient returned to baseline at 12.02mcg/day and required an increase in dose on (B)(6) 2014 to 18mcg/day. There had been no changes since that date. The issue had been resolved and the patient recovered without permanent impairment. The pump system was being used to infuse lioresal (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).